Event description:
It was reported that they were unable to interrogate the device and suspect the device had reached end of life (eol) due to the patient being lost to follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.